Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k160058. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a finger fusion surgery and was implanted with a self-tapping cannulated barouk screw. Following the surgery, the patient started experiencing swelling and pain at the tip of her finger. X-ray revealed that the head of the screw had broken off. Patient underwent a revision procedure approximately six months post-implantation to remove the broken screw, but her operating surgeon was only able to remove the head of the screw. Due to bone regrowth, it was impossible to remove the rest of the screw.